Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (53 mg/dl). Paramedics were called and customer was treated with dextrose tablets and sugary foods. Due to the event occurring in the past, system check could not be performed with tandem technical support.